Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing. Technical services (ts) was consulted, discussed wider complex qrs with diminished amplitude compared to time of implant. Ts recommended further evaluation of auto set up and other vectors and discussed possible reprogramming options. This sicd system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing. Technical services (ts) was consulted, discussed wider complex qrs with diminished amplitude compared to time of implant. Ts recommended further evaluation of auto set up and other vectors and discussed possible reprogramming options. This sicd system remains in service. No additional adverse patient effects were reported. Additional information was received, the health care professional (hcp) requested a review of a stored untreated episode for the patient with this s-ICD system. Technical services (ts) provided a review, the episode was due to noise likely movement or muscle related. Ts recommended understanding what patient was doing and evaluating other vectors to see if noise was present in them too. This s-ICD system remains in service. No additional adverse patient effects.